Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with a cracked case on the display window corners, a cracked lcd window, minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads. (B)(4).

Event description:
The customer reported that she was hospitalized with a high blood glucose of over 500 mg/dl, which she stated was because the cannula on her infusion set was kinked and the insulin pump did not alarm. The customer also had diabetic ketoacidosis and experienced the symptoms of nausea, vomiting and ketones. She was treated with a syringe. Troubleshooting was performed on (B)(6) 2014, the high pressure test was passed and upon removal of the infusion set, it was found the cannula was bent. The customer stated the cannula was occluded. On (B)(6) 2014, the customer stated they connected a hemostat clamp and the insulin pump did not alarm to let her know. The customer stated that while it did pass the high pressure test during troubleshooting, she tried again, using a hemostat and insulin pump did not alarm. The customer stated she did not know how many units she tried to deliver while having the link kinked with the hemostat. Nothing further was reported.